Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.3 inr, donor #2 inr: 2.7 inr. Donor #1 hct: 43%, donor #2 hct: 46%. Testing results: donor #1: masterlot: 2.3 inr, donor #1: customer's meter and masterlot: 2.2 inr. Donor #2: masterlot: 2.6 inr, donor #2: customer's meter and masterlot: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Manufacturer narrative:
(B)(4).

Event description:
The customer¿s daughter called to request help using coaguchek xs meter with serial number (B)(4). The customer¿s daughter thought she could be doing something incorrectly due to some erroneous inr results that were received sometime in (B)(6) 2016. The initial result on the meter was 0.9 inr. The customer tested approximately 1 minute later on a new finger and the result was 1.6 inr. The customer¿s daughter checked the memory of the meter and was not able to locate the result of 0.9 inr. The 1.6 inr result was listed in the memory with a date of (B)(6) 2016, however, this date could be set wrong. She doesn¿t know if the meter memory was cleared but she is confident a result of 0.9 inr was received on the same day as the 1.6 inr. The customer was in the hospital in (B)(6) 2016 due to a rapid heart rate. There was no allegation that the device was related to this hospitalization. The results of 0.9 inr and 1.6 inr were not reported to the customer¿s doctor because the customer¿s daughter thought she was doing something incorrectly on the meter. The customer was not treated due to her inr in the hospital and her warfarin dose was not adjusted based on the meter results. No adverse event occurred due to the device. The customer is currently in stable condition. The customer¿s therapeutic range is 2.0-3.0 inr. The customer is not anemic. The customer has no antiphospholipid antibodies and is not taking heparin or direct thrombin inhibitors. There have been no changes to the customer¿s warfarin dose and she is not taking any new medications. The meter and test strips were requested for investigation. Replacements were sent. Relevant retention test strips (lot 124157) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80) . For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.